Event description:
Additional information was receive indicating that the issue occurred during testing and there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: b5, and h6 (patient code). Device evaluation: one cadd solis vip pump was returned for analysis due a cassette not attached error. The event log showed a high alarm displayed indicating that the cassette is not attached. To test the pump, cassettes were attached. The reported issue was not duplicated. Multiple cassettes were attached with no error or alarm.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.